Event description:
Serious injury involving one person. An optometrist reported an incidence of corneal ulceration associated with focus night & day lenses. The ulcer was located 11:00 o'clock paracentral. There were infiltrates associated with the ulcer as well as a moderate anterior chamber reaction. The patient was wearing the lenses when they went swimming in a municipal swimming pool sometime in 2002. Pt noted eye irritation the next day which gradually increased (tearing, discharge, photophobia). In 2002, the patient was seen by reporting doctor, who determined a positive culture of pseudomonas and prescribed topical fortified gentamycin. The eye responded well and has resolved, with "a mild superficial corneal scar away from the visual axis". The patient has returned to daily wear contact lenses with excellent vision according to family members.